Event description:
Customer reports a button error alarm on the insulin pump, which occurred about a month prior to call. Customer states that he was able to clear the alarm and does not recall any significant events that leading to the alarm. Current blood glucose level is 325 mg/dl, but does not recall the blood glucose level at the time of the alarm. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened dome switch. The insulin pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.